Event description:
It was reported that the patient underwent a tlif for spondylolisthesis at l3/4 using interbody device with posterior fixation. It was reported that one break off set screw came loose at left side l3 approximately 6 months post op. No revision surgery is planned at this time. The surgeon is monitoring the pt.

Manufacturer narrative:
Device has not been explanted, so product evaluation is not possible. The post op x-rays reveal non segmental interbody construct with interbody device at l3-l4 and the posterior fixation. The right side l3 set screw has disassembled. The interbody device has subsided and rotated into the end plate above and below. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. In addition, this part is not approved for use in the united states; however, a like device catalog # 7540000, was cleared in the united states.